Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID 387460 lot# v190405 serial# implanted: (B)(6) 2010 explanted: (B)(6) 2015 product type screening device. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain and a headache. It was reported that the patient thought their implantable neurostimulator (ins) was replaced due to normal battery depletion; however, they mentioned that some of the leads came undone.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.